Event description:
The MFR's representative reported that the pt had had higher than expected reservoir volumes at refill. Initially the diferrence was 1 -2 ml, and at the last refill it was 4 -5 ml difference.